Event description:
Customer reports that a pt was undergoing a cardiac catheterization when during the procedure, air was inadvertently injected into the pt. The pt now has signs and symptoms of a stroke.